Event description:
A malfunction occurred on the pump, as reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset process, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code recurred.